Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-nov-2025. Investigation summary. Bd received samples for investigation, totaling 50 along with one photo. Evaluation of the attached photo shows that the holder has separated. Functional tests were conducted on 10 returned samples, and none of the needles separated from their holders during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle broke and ended up in the patient's hand while the remaining piece of the unit was still in the user's hand. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle broke and ended up in the patient's hand while the remaining piece of the unit was still in the user's hand. No adverse impact was reported regarding the patient or user.